Event description:
The complainant has reported that a patient (age and gender unk), underwent a therapeutic colonscopy procedure for treatement. The clinician stated that upon advancement out of the sheath, the resolution clip device made a popping noise. At this time the clinician observed the clip hanging out of the sheath and therefore withdrew the clip back into the sheath and removed it from the patient. The patient did not sustain any complications or ill effects as a result of the deployment issue. The procedure was completed successfully with another of the same device.

Manufacturer narrative:
This device has not been received by this manufacturer. An evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.